Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the pump was returned with corrosion in the battery compartment and moisture behind the display lens. The battery compartment was cracked above the bumper pad. The pump powered on with audible tones and vibratory features to a blank display screen. Investigators were unable to test the keypad due to the blank screen. A leak test failed due to the battery compartment leak. The keypad cover was removed; no contamination was found under the key contacts. The pump cover was removed; internal moisture was found on the keypad connect, display connector and printed circuit board.